Manufacturer narrative:
Literature citation: sealing the leak: transcatheter repair of anterior mitral leaflet perforation with amplatzer vascular plug 4 khan, zeryab a. Et al. Journal of the society for cardiovascular angiography & interventions, volume 4, issue 5, 102634. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of valvular structures that may require intervention are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per literature review, the appearance of significant mitral regurgitation (mr) is one of the possible complications of a percutaneous prosthesis implant procedure. Mr can become exaggerated after tavr for several reasons, including direct mechanical damage to the mitral valve leaflets or subvalvular apparatus by the guidewire or prosthetic valve, and "impingement" of the prosthesis on the anterior leaflet of the mitral valve because of low implantation of the prosthesis. Secondary mechanisms include myocardial ischemia, systolic anterior motion (sam) of the mitral valve leaflet with dynamic obstruction of the left ventricle outflow tract (lvot), significant paravalvular leakage, cardiac tamponade, and mechanical asynchrony due to conduction disorders (i.e. New-onset lbbb). In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest/indicate prior endocarditis combined with deployment of a bioprosthetic thv in the aortic position caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither product risk assessment, nor corrective or preventative actions are required at this time. References: lopez-aguilera j, mesa-rubio d, ruiz-ortiz m, delgado-ortega m, villanueva-fernandez e, romo-pena e, pan ma, de lezo suarez j. Mitral regurgitation during transcatheter aortic valve implantation: the same complication with a different mechanism. The journal of invasive cardiology. 2014 nov;26(11):603-8. Yamashita y, sonoda h, ushijima t, shiose a. Acute torrential mitral regurgitation during transcatheter aortic valve replacement: a case report. Surgical case reports. 2018 dec;4(1):35.

Event description:
As reported, per article "sealing the leak: transcatheter repair of anterior mitral leaflet perforation with amplatzer vascular plug 4", a 56-year-old patient with a history of streptococcal endocarditis requiring surgical aortic valve replacement with a 27mm surgical bioprosthetic aortic valve 7 years prior presented with progressive dyspnea, orthopnea, and decreased exercise tolerance. Transthoracic echocardiogram (tte) revealed severe bioprosthetic stenosis. The symptoms were attributed to bioprosthetic valve failure. Despite undergoing a viv tavr (26 mm sapien 3 ultra valve), which reduced the mean aortic valve gradient to 12mmhg, the symptoms persisted. Post-tavr tte revealed that the baseline mild mitral regurgitation (mr) had progressed to moderate mr. Further evaluation with transesophageal echocardiogram (tee) showed moderate to severe mr with a new 0.65x0.25cm perforation in the basal portion of the aml. It was suspected the perforation was likely an iatrogenic injury from the viv tavr procedure. Because the tav-in-surgical aortic valve was appropriately positioned relative to the aortic annulus, the mechanism of aml perforation was thought to be direct injury from contact between aml and tav. Another potential mechanism that may have contributed as well was the interaction with the aml and non-edwards guidewire during tav deployment. Due to the patient's risk for reoperation, a transcatheter mitral repair was undertaken.